Manufacturer narrative:
We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a procedure, the base part of the fiber broke a few seconds after the laser irradiation. It was noted that there was no tension on the fiber. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported broken fiber as the fiber was received in two pieces. Visual analysis identified a fiber body break. The fiber tip was in good condition and the fiber connector had no abnormality. The following message was displayed: treatment used: 0 treatment left: 10. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the base part of the fiber broke a few seconds after the laser irradiation. It was noted that there was no tension on the fiber. The procedure was completed using another fiber without patient complications.